Manufacturer narrative:
Additional information revealed that the physician examined the pocket site and confirmed no infection. The pocket site was re-opened, flushed and closed again. The patient is reportedly doing well. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.

Event description:
A report was received that the patient had a possible infection at the ipg site. The physician cleaned the pocket and prescribed the patient with three days worth of doxycycline.

Event description:
A report was received that the patient had a possible infection at the ipg site. The physician cleaned the pocket and prescribed the patient with three days worth of doxycycline.